Event description:
While attempting to use the catheter of co's compact suction unit in a code situation when pt who was expiring was vomiting and attempted to suction; it worked about 10 seconds and then stopped. Had to get a wall suction to the pt care area and then able to suction. It did not directly cause the demise of the pt: but contributed to slower access to suction in emergency situation. Follow up showed that the rubber o ring in the unit was broken. This was not found with the regular equipment checks (every 24 hrs) as it had to function for a short time (about 15 seconds) before it broke. Hosp identified it with three other units in use on crash carts and each were replaced immediately. The units are 5 yrs old and electrically were checked by biomedical services every 6 months; as well as checks by nursing every 24 hrs for functioning to capacity and batteries not on pm, now are to be replaced and are now on a regular pm to replace every year per maintenance. Co notified re: o rings of same. New equipment ordered and temporary wall vacuum suctions placed into service until new equipment into place. This was evaluated by physicians caring for pts as well as maintenance and safety director. O rings were replaced but will await response from co. (Copy of same reported to co, and new equipment ordered). All removed from service for now.